Event description:
It was reported that the patient received an inappropriate shock while the patient was in atrial fibrillation (af) with rapid ventricular response (rvr). It was noted the cardiac resynchronization therapy defibrillator (crt-d) withheld detection for the af via pr logic and then delivered antitachycardia pacing (atp) and a shock. The crt-d remains in use. No further patient complications have been reported as a result of this event.